Event description:
It was reported that customer stated pump did not come with charger and requested charging supply to be shipped. There was no adverse impact to the customer¿s blood glucose level. Customer continued using third-party charger, and technical support arranged shipment of replacement charging supply while cause of issue remained unknown.